Event description:
It was reported that when turning on the 6800 system, the system is responding, but the screens are dark and there is no response when fluoro engaged. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.